Manufacturer narrative:
Additional information received reporting the pump is not available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 63-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was hemolysis requiring continuous renal replacement (crrt). The impella flows were reduced from p-9 to p-7. An echocardiogram showed the inlet measuring at 3.6cm in the left ventricle (lv). A day after impella insertion, the family elected to withdraw care, and the patient expired on support. The impella functioned at p-7 at 3.2l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage e shock.

Manufacturer narrative:
D1 brand name was revised. The investigation was completed. Investigation summary: renal failure: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis. Device in wrong position: the cause of position issue was not determined due to insufficient clinical details and no product was returned.